Event description:
Customer reported that when a nurse lifted the b9060 on a pt to inject into the clave y-site, the set separated at the junction of the tubing and the y-site. The pt's primary IV set was an abbott adminstration set on an abbott plum pump, and the infusion was a hydrating solution. Blood did not back up and there was no pt injury.